Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent an explant procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
Correction to block b1. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 17625941, UDI: (B)(4).

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent an explant procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 17625941, UDI: (B)(4).